Event description:
A review of the patient's programming history found that a faulted diagnostic test occurred on (B)(6) 2004. Although a final interrogation was performed which showed the changed settings caused by the diagnostic test; these settings were not changed until the patient came in for the next reported visit on (B)(6) 2004.

Manufacturer narrative:
Analysis of programming history.